Manufacturer narrative:
The calibration and quality control were acceptable. There were no errors at the time of the run. A siemens field service engineer (fse) was sent to the customer site. The fse performed visual and system checks. No issues were found. The cause for the discordant advia centaur xp troponin ultra results is unknown. Siemens healthcare diagnostics is awaiting further information. The instrument is performing within specifications. "Always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."

Event description:
Discordant advia centaur xp troponin ultra (tni-ultra) results were obtained on a patient sample when compared to results from the second advia centaur xp. The patient sample was tested twice on each instrument. The results on the second advia centaur xp were lower. The lower results were released. The patient sample was from the emergency room. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2016-00140 on august 11, 2016. On 08/26/2016 additional information: the customer stated that the patient sample was run from one tube. The sample tube was loaded from one instrument to the other. The instruments are right next to each other. The lower result was the correct result. The customer feels that this was a sample related issue as there were no other discordant troponin ultra results. The cause for the discordant advia centaur xp troponin ultra results is unknown. Preanalytical factors cannot be ruled out. Preanalytic variables can affect the quality of the sample, and deviation from recommended best practices can lead to erroneous results. While there is insufficient information to determine the cause of the false results, preanalytic factors such as hemolysis and/or fibrin interference as the causative agent can not be ruled out. The instrument is performing within specifications. No further evaluation of the device is required.